Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/31/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings:a review of the pump black box data revealed an unexplained pump reboot; however, no data related to the inaccurate delivery complaint was found. A review of the insulin delivery totals revealed that the recorded values accurately reflected the programmed delivery settings. The pump was exercised for 24 hours with no errors, alarms, warnings, or abnormalities observed. A delivery accuracy test was performed and passed. The complaint was not duplicated, and no defect was found.